Event description:
It was reported that the controller exhibited two unexpected losses of power and power switching. It was noted that the site witnessed a power up even with two power sources connected. The multiple unexplained disconnects occurred while batteries were connected and included ventricular assist device (vad) start events. The vad also exhibited above normal power consumption. The patient was admitted for a controller exchange. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ model #: 1420/ catalog #: 1420/ expiration date: 31-dec-2020 / serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 12-dec-2019 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b5 desc evt problem: updated to include additional malfunction exhibited on the vad and to include additional device malfunction on a battery - h6 device codes (fdd/annex a): updated to include code "a051208" - h10: updated to include the additional product details for two unknown batteries additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial : UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: patient ime code(s): e2402 h6: imf code(s): f08 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #: / expiration date: / serial : UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: patient ime code(s): e2402 h6: imf code(s): f08 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized due to a ¿problem with the hvad system.¿ the patient had their batteries and electrical plug replaced due to ¿unspecified¿ malfunctions. Of note, it was stated that the system ¿went off¿ and the patient felt a strong vibration in their chest.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products d4: model #:1650 / catalog #:1650 / expiration date:30-april-2023 /serial :(B)(6), UDI #:(B)(4), h4: mfg date: 22-april-2022, d4: model #: 1650 / catalog #:1650 / expiration date: 30-april-2023 /serial : (B)(6), UDI #:(B)(4), h4: mfg date: 22-april-2022. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)), controller ((B)(6)), and two batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) . The associated batteries had been lubricated prior to release. Review of the log files also revealed two controller power-up events, with associated motor start events, logged on (B)(6) 2022 at 08:19:54 and on (B)(6) 2022 at 17:25:08. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one and a power adapter was connected to power port two. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and no power was connected to power port two. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 10 seconds and 11 seconds, respectively. In add ition, log file analysis revealed consistent increases in power consumption and estimated flows to parameters above the normal operating range within the analyzed period. Review of the alarm log file did not reveal any alarms within the analyzed period. As a result, the reported power switching, loss of power, and high power events were confirmed. The reported "strong vibration¿ event could not be confirmed due to insufficient evidence. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, the reported vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00574181 is investigating momentary disconnections. Additional products: d1: controller d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d15 d1: battery d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: battery d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.